Event description:
According to the op report, this valve was explanted due to thrombus. This was a replacement valve for another sjm mitral valve (21mhp-105) that was also explanted due to thrombus. At explant, one of the leaflets was observed to be "stuck" in the closed position with a "little bit" of "fairly fresh" thrombus at the hinge points. The surgeon was able to "easily" open the valve, after which it appeared to function. The valve was removed and pieces of it (sewing cuff?) Along with thrombus and fibrous in-growth tissue were sent for culture and the valve was sent to pathology. A 23mm aortic medtronic porcine heterograft was then implanted in the inverted position.